Event description:
It was reported that a patient sent an e-mail to smith & nephew (B)(4) where he described that he after being treated with a trigen distal tibia nail for a tibia fracture in 2010 had an allergic dermatologic reaction. The reaction was quite heavy the first days. After some days, the reaction slowed down, but it did not disappear completely. From 2010 to 2018 he had a chronic rash on the back thigh (operated side) which was treated to an fairly acceptable level with antihistamines. After the nail and screws was removed in 2018, the patient got an increased allergic reaction for some days. After that, there has been no further reaction or rash. The patient thinks the reaction are related to the metal in the nail, and contacted smith & nephew to get an overview on which metals are included in the nail. He will bring this to a dermatological examination at the hospital to find out what he might be allergic to. Smith & nephew (B)(4) has provided the patient with ¿metal composition letter 2018-04-05¿.

Manufacturer narrative:
Additional info: type of report, MFR report number, device identification, concomitant medical products, medical products & therapy dates, follow up type, device evaluated by MFR, adverse event problem, device manufacture date. Results of investigation: it was reported that a patient had an allergic dermatologic reaction after being treated with a trigen distal tibia nail for a tibia fracture. The affected trigen distal tibia nail was returned and evaluated. A lab analysis conducted during this investigation noted that the composition of the device was ti-6al-4v. The nail showed scratches on the surface. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved and no allergy test results available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.